Event description:
It was reported the asymptomatic patient presented in clinic during followup when the device was post paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were made. The patient was fine and will continue with routine follow ups.